Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor to perform failure analysis. The hrsv part was analyzed and the found to no image in the ssc left eye. The monitor was installed and tested in the printed circuit assembly (pca) si system, the system started up and failed without video on the display. The complaint regarding ssc vision problem was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting ssc vision problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the high resolution stereo viewer (hrsv) monitor failed to power on and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi received the unit, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. The probable root cause is attributed to a defective hrsv monitor. The fse replaced the hrsv monitor to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to loss of left eye on surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon had lost vision on left eye on surgeon side console (ssc) and the nurse performed the following troubleshooting steps: power cycled system twice, performed hard power cycle/emergency power-off and replaced the blue fiber cable (bfc) between core and ssc; however, none of these steps resolved the issue. Finally, the customer switched the ssc to another ssc belonging to system sh2323, which solved the issue. According to the intuitive surgical, inc. (Isi) technical support engineer (tse), none of the systems were onsite and no relevant logs available. The procedure was converted to another da vinci system with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.